Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a sensor failure after warm-up occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was at home resting, and she experienced a sensor failed error alert on the app and on the tandem pump and the pump stopped administering insulin (unspecified duration). The patient experienced symptoms of nervousness, frequent urination, and thirstiness and she used a glucometer to check the bg reading which was over 500 mg/dl. She self-administered insulin via pen injection. The insulin injection did not help decrease the blood sugar level fast enough and after her blood glucose (bg) level continued to rise, she was unable to manage her bg level at home and as a result her husband drove her to the emergency department (ed). After arrival the bg finger stick value was high, and the patient¿s hyperglycemia was treated with insulin . She was admitted for medical management of her diabetes and discharged 5 days later in stable condition. The patient stated she could not recall the bg values and insulin treatment information for the hospital stay. At the time of the report, the patient was at home and was doing well. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.